Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with gel migration failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes there was an issue with gel migration failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.